Manufacturer narrative:
During inspection and testing of the device, the e216 error code was found to be caused by dirt on the electrical contacts of the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible the e216 error code appeared due to failure of the image sensor unit, failure of the board inside the video connector, the adhesion of foreign matter to the electrical contacts of the video connector, or a failure on the system. However, a definitive root cause could not be determined. In addition, service confirmed that noise was generated in the image during up/down angulation due to damage of the image sensor caused by external factors. Service found the adhesive of the bending section cover was chipped, the video connector was cracked, the video connector case was cracked, and the light guide cover glass was deformed. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying a noisy image during angulation. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the device displayed an e216 error code (scope communication error) resulting in no image. This report is being submitted for the malfunction found during evaluation (no image, e216 error code).